Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the while attempting the lead implant, it was difficult to fixate and keep the lead in place. After multiple un successful implant attempts the lead was removed from the patient and the helix would not retract and it appeared there was a slight bend in the helix. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.